Event description:
The subject programmer was returned without any information.

Manufacturer narrative:
Please refer to the investigation report.

Event description:
The subject programmer was returned without any information.